Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic urological procedure, an arm error alarm occurred due to contact between two arms. After that, the arm status display disappeared from the operating room team interface (orti), and none of the arms were able to be tele-operated. After restarting all the arms, the operation was able to be continued. This resulted in a 20 minute delay. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic urological procedure, an arm error alarm occurred due to contact between two arms. After that, the arm status display disappeared from the operating room team interface (orti) of the tower, and none of the arms were able to be tele-operated. After restarting all the arms, the operation was able to be continued. This resulted in a 20 minute delay. There was no patient injury.

Manufacturer narrative:
D10) continued: mrasc0002 sn: (B)(6); mrasc0002 sn: (B)(6); mrasc0002 sn: (B)(6); mrasc0001 sn: (B)(6) h2) correction: d9, d10 h3) device evaluation: medtronic led an evaluation of the reported tower 120v in the field and the associated device logs. Review of the field service notes indicated that the tower experience issues with the operating room team interface (orti) screen, where the status of all the arm cart assemblies disappeared. It is expected behavior of the system to go into a hard stop and tele-operation to not occur after a collision. There were no issues noted with the tower. Evaluation of the logs indicated that there was an instance of an error code associated with arm cart assembly communication loss. There were also ethercat error messages noted. This error incremented the reset count on the system but the error count did not increment at all, which led to an error code for 'main system controller error counting'. This count mismatch can happen due to a communication loss between the arm cart assembly and the tower, where the arm cart reset update was delivered but the error update was not. Evaluation of the tower 120v confirmed the reported condition. The investigation identified that the most likely cause could be traced to a communication loss between the tower and the arm cart assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.